Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Visual and tactile inspection of the hypotube shaft and the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a complete separation in the balloon material with the distal portion of the balloon pulled over the distal tip. Two of the three blades were entirely intact. The blade section on the torn balloon showed that the blade pad was intact and that a section of the distal blade segment had detached. Approximately 2mm of the distal section of the proximal blade segment was still attached to the pad and the remainder of that blade segment was received in a vial. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesions were located in the moderately tortuous and moderately calcified proximal and distal right coronary artery. The 2.75 x 10mm wolverine cutting balloon was selected for use. Dilation was performed as usual within the rated limits. The distal rca was dilated twice at 8 atm and once at 10 atm. The proximal rca was dilated twice at 10 atm. Afterward, slight resistance was felt while pulling the wolverine into the guide catheter, and the tip was found to be separated with the blade dislodged. It was thought that the dislodged blade was embedded in the balloon material. The entire system was replaced and the procedure completed using a drug coated balloon and nothing seemed to be embedded into the coronary artery wall afterward. There were no patient issues.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesions were located in the moderately tortuous and moderately calcified proximal and distal right coronary artery. The 2.75 x 10mm wolverine cutting balloon was selected for use. Dilation was performed as usual within the rated limits. The distal rca was dilated twice at 8 atm and once at 10 atm. The proximal rca was dilated twice at 10 atm. Afterward, slight resistance was felt while pulling the wolverine into the guide catheter, and the tip was found to be separated with the blade dislodged. It was thought that the dislodged blade was embedded in the balloon material. The entire system was replaced and the procedure completed using a drug coated balloon and nothing seemed to be embedded into the coronary artery wall afterward. There were no patient issues.